Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacture previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's the flow sensor assembly and blower motor were found to be contaminated. The flow sensor assembly and blower motor were replaced to address the issue. During the evaluation, the inlet air path assembly, blower, and stirring fan retainer need replaced due to contamination by the deteriorated air path foam. The air path foam was replaced due to deterioration.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's the flow sensor assembly and blower motor were found to be contaminated. The flow sensor assembly and blower motor were replaced to address the issue.